Manufacturer narrative:
Correction: section h6 - "medical device problem code of 2917 - device sensing problem" was incorrectly entered.

Manufacturer narrative:
The reported events were "physician felt some difficulty in advancing the lead into rv", high pacing impedance, sensing issue and failure to capture. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. The reported events of high pacing impedance, sensing issue and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician encountered difficulty advancing the right ventricular lead into the right ventricle. After the lead was positioned at the mid-septum of the right ventricle, the lead exhibited high pacing impedance and a high capture threshold which resulted in loss of capture. The lead was then repositioned at the apex; however, it continued to exhibit loss of capture, high pacing impedance, and a low r-wave amplitude which resulted in intermittent under-sensing. The lead was not used and replaced during the procedure. The patient was discharged.